Event description:
The customer stated that the central monitoring system (cns) repeatedly froze up and would not run the cns software. When this happened, all the waveforms would freeze and the system was unusable. MFR ref #: 8030229-2014-00141.